Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, every fourth day, discontinued after seven days, route was not reported) and ceftazidime injection (1gm, per day, discontinued after seven days, route was not reported) for peritonitis. A day after the event onset, the patient was hospitalized due to the event. Four days after the event onset, the patient was treated with meropenem injection (1gm, per day, intravenous, ongoing) for peritonitis. Seven days after the event onset, the patient has recovered from the event and pd therapy was discontinued. The patient was discharged from the hospital nine days after admission. The pd catheter was removed due to catheter migration and the patient was switched to hemodialysis (twice a week). No additional information is available.